Event description:
It was reported while using the bd phoenix¿ nmic/ID-307, a patient sample of proteus mirabilis was misidentified. The user noted that there was "swarming" on the culture. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of proteus mirabilis when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4205932. The customer returned 8 isolates (five gram negative and three gram positive) and 3 panels of pmic/ID-107 batch 4128509 and 3 panels nmic/ID-307 batch 4205932.the customer also provided phoenix generated lab reports. The customer provided phoenix lab reports show an isolate identified as p. Mirabilis when using the complaint batch. The customer returned gram negative isolates were verified and labeled as p. Mirabilis u-8, p. Mirabilis u-10, p. Mirabilis u-12 and p. Mirabilis u-13 and p. Mirabilis u-14 with a bruker maldi biotyper. To investigate, customer returned panels were tested using customer returned isolates p. Mirabilis u-8, p. Mirabilis u-10, and p. Mirabilis u-12 on a phoenix m50 machine and evaluated for identification results. Next, retention panels from the complaint batch and control panels were tested using customer returned isolates p. Mirabilis u-8, p. Mirabilis u-10, p. Mirabilis u-12 and p. Mirabilis u-13 and p. Mirabilis u-14 on a phoenix m50 machine and evaluated for identification results. The retention panel tested with customer returned isolate p. Mirabilis u-10 returned a m. Morganii result. All other panels returned the expected identification results; therefore, this complaint is confirmed for misidentification of p. Mirabilis u-10. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trend has been identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. This MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.